Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus did not confirm the reported event of camera head does not transmit image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, , and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that an image was not displayed temporarily due to the following reasons. Water entered the inside due to watertightness failure of the cable, and this resulted in causing temporary communication failure. It was also noted cable swelling and watertightness failure of the cable during device evaluation. These defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. As to water immersion in the cable, the reported phenomena might be prevented by following these descriptions in the instruction manual which states: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported that the 4k camera head did not transmit an image and the monitor only displayed basic colors when preparing the device for use. There were no reports of patient harm as there was no patient or procedure involved.